Event description:
It was reported that a urethral stent placed in plaintiff's left ureter during colon surgery, fractured and a portion remained inside the plaintiff to their detriment. Exact brand name, catalog number, manufacturer is not known. Unable to associate a urethral stent with a specific product group.